Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported noisy image issue could not be determined, however, the issue was possibly due to damage to the image sensor unit, image sensor unit cable, circuit board failure and or damage to the connector. The event can be detected by following the instructions for use section below: - inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the deflectable videoscope had a noisy image. The issue was found during preparation for use for an unspecified diagnostic procedure that was completed using a similar device. The device was inspected before use. There were no reports of patient harm.

Manufacturer narrative:
During device evaluation at olympus, it was found the charged coupled device unit (ccd) was broken causing noise in the image. Evaluation also found the electrical connector and image sensor were damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.